Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report states that patient has suffered two dislocations. Update received 6/10/2015. Clinical report states that the patient has suffered an additional dislocation. Update received 7/20/2015. Clinical report states that patient was revised to address dislocations. Update rec'd 07/27/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address instability and squeaking in their hip as well as dislocations. Prior to being revised the patient had undergone several closed reductions to treat their dislocations. Upon entering the joint a small amount of metallosis was encountered. Also noted, the patient's femoral component was found to have an area of impingement on the neck that was impinging upon the cup. At this time the patient's stem and cup are being added to the complaint and reported.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.